Manufacturer narrative:
Follow-up submitted with evaluation results provided by customer. Customer performed evaluation.

Event description:
It was reported that the head of the patient's bed automatically lowered/dropped. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the head of the patient's bed automatically lowered/dropped. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.